Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's right ventricular (rv) lead revealed high defibrillation impedance, high pacing impedance, high capture thresholds, and over-sensing. The healthcare provider suspected rv lead damage as the cause of the malfunctions. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Additional information: h6: new information of low impedance added to h6 codes

Event description:
New information received notes that low impedance was alleged on the right ventricular (rv) lead.

Manufacturer narrative:
The reported events were high defib impedance, high pacing lead impedance, inadequate capture, unspecified oversensing, low pacing lead impedance, and insulation damage. As received, a partial lead was returned in two pieces. The reported event of low pacing lead impedance, inadequate capture, unspecified oversensing and insulation damage were confirmed. Visual inspection found clavicle crush damaging all the lumens, ptfe liner and etfe cable coating of one of ring electrode cable distal to the suture sleeve tie impression. The cause of the reported events of low pacing lead impedance, inadequate capture, unspecified oversensing and insulation damage was isolated to the clavicular crush damaged. Further analysis found internal insulation abrasion breaching the ring electrode cable lumen at the distal region of the lead. The etfe cables coating was not damage in this location. Internal abrasion was exposed due to procedural damage to the optim sheath and also due to external insulation abrasion breaching the optim sheath only which is consistent with friction to another device or feature of the heart. The reported events of high defib impedance and high pacing lead impedance were not confirmed. X-ray examination of the lead did not find any indication of conductor fractures. Unable to perform impedance test due to the condition of the lead as received. Correction: h6: codes should reflect low pacing impedance, which was not included in prior report. Correction : b5: lead exhibited low pacing impedance, not high pacing impedance as previously reported.

Event description:
The right ventricular lead was found to have low pacing impedance.